Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with proximal perforation, the surgeon closed it perineally. It was reported that the original surgery required three hours to dilate, the perforation could have contributed to the perforation. The ipp was explanted. There is no additional information reported.